Event description:
The manufacturer received information alleging a check circuit alarm occurred. . There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was observed. Since a malfunction occurred on the control system of the exhalation valve, the active exhalation control module was replaced to address the issue. Additional findings not related to the malfunction/issue, the detachable battery and internal battery was 62%, so those batteries were replaced preventively.

Manufacturer narrative:
The manufacturer previously reported information received alleging a check circuit alarm occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was observed. Since a malfunction occurred on the control system of the exhalation valve, the active exhalation control module was replaced to address the issue. Additional findings not related to the malfunction/issue, the detachable battery and internal battery was 62%, so those batteries were replaced preventively. The active exhalation control module (aecm) was returned to the manufacturer's product investigation laboratory (pil) for further investigation. The pil visually inspected the aecm and found no defect. No logs were available to review. The aecm was placed into the trilogy test bed and found no problems. The technician verified the aecm operates as designed. Pil was not able to confirm any failure of the aecm that was replaced by service. The aecm has been scrapped per the requirements set forth in work instruction 8.4-1131 rev 8 and disposed of accordingly.